Event description:
Customer states that pump does not alarm when feeding is done. The pump was set on infinite and it pumped all the milk out of the bag and it kept running and pumping air. No injury to pt.

Manufacturer narrative:
Pump was not returned.